Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that a patient presented with hv therapy due to oversensing. The patient presented to the ER and lead dislodgement was noted. During the lead revision, helix would not extend after being pulled back. The lead was explanted and replaced. The patient was stable before, during and after the procedure.